Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient). Product problem(s): "low energy prompts" (device displays error message). A technician reports receiving a secondary energy too low error message during energy check. No patients were involved when the issue was noted, no flaps were made and eyes were not prepped. No patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).